Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient had been having troubles with recharging their implanted neurostimulator (ins) off and on for probably the last year starting maybe december 2023. When recharging the implanted neurostimulator it would say good or excellent then it would shut off for it would disconnect and say reposition or something. The only way it worked was if they did not move an inch because if they moved a hair it would go off. It took the patient a while to get it to work to stay and sometimes it took more than an hour to work for it was not working very well. Today if the patient moved the controller it went off. Sometimes the recharger (rtm) got warm on their back and got pretty hot but not like a burn. The patient said their ins would not charge and it was frustrating. During the call, the pt verified no damage to the rtm. A replacement rtm was sent out.